Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm was confirmed. Ventec replaced the internal flow transducer (ift) and internal external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift and efm. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer returned their device to ventec for unrelated repairs. During the device's evaluation, ventec observed that it was displaying a "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.